Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a defective cassette sensor. It is a high priority alarm could interrupt therapy and could lead to therapy greater or less than intended/programmed. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The device was visually inspected and found that there was missing battery door, downstream occlusion (dso) seal. The event history log was reviewed and there were no errors related to the customer complaint. Customer complaint about the cassette not attaching properly was confirmed through functional testing. It was determined to be a dso sensor issue, and the dso sensor was replaced to correct the issue. Performed dso sensor calibration. The software was updated and the unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.